Manufacturer narrative:
The investigation into the reported ¿low pump flow and product damage¿ has been completed since the original report was filed. Product was returned for investigation. The 14fr peel away introducer sheath and dilator was visually inspected and found a kink observed in peel away sheath and dilator tip bent observed. The device data logs were reviewed and found suction alarms occurred. As per clinical investigation, the complainant had an out of box observation made of the 14fr sheath being bent/kinked. The surgeon still made choice to implant the sheath and under imaging of the iliofemoral saw the kink. The team made choice to replace (with a new 14fr x13cm) and deliver the cp to the lv. The cp had low flows after insertion and was explanted after the conclusion of the pci. The cause of the low pump flow was most likely a kinked cannula from a difficult delivery through tortuous vessels. The most likely root cause of the introducer damage was sheath kink due to patient condition related as patient had tortuous vessels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows:

Event description:
The user facility reported had an out of box observation made of the 14fr sheath being bent/kinked. The surgeon still made choice to implant the sheath and under imaging of the iliofemoral saw the kink. The team made choice to replace (with a new 14fr x13cm) and deliver the impella cp to the left ventricle (lv). The impella cp had low flows after insertion and was explanted after the conclusion of the percutaneous coronary intervention (pci).